Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed fungal rash under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. It was reported that the patient received an ointment from a physician. Follow up indicated that the ointment helped a lot.